Event description:
Information was received from the patient¿s treating physician that the device had been programmed off due to the lead fracture. Review of the manufacturer¿s in-house programming history database revealed that the device was programmed off on (B)(4) 2004, and the high impedance was initially discovered on a diagnostics performed on (B)(6) 2004. Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Event description:
Information was received from the patient¿s treating physician that the device had been programmed off due to the lead fracture. Review of the manufacturer¿s in-house programming history database revealed that the device was programmed off on (B)(4) 2004, and the high impedance was initially discovered on a diagnostics performed on (B)(6) 2004. Additional relevant information has not been received to-date. No known surgery has occurred to-date.